Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report rec'd from the USA stating that the device does not function. It is unknown if the device was used during surgery. It is unknown if injuries or medical intervention occurred. There was no add'l info provided.